Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the optical disc that fell off the cam shaft was the root cause. The optical disc and the optical sensor were replaced. The device then passed all functional tests.the service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an 1871 motor stuck error. There was no patient involvement.